Event description:
It was reported that patient's ventricular lead atert triggered the ventricular lead was found to have high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was an exposed defibrillation coil with white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was tissue present on helix, and there was apparent explant damage.